Event description:
It was reported that the patient underwent a revision procedure to replace the spinal cord stimulation (scs) implantable pulse generator (ipg) due to premature battery depletion.

Manufacturer narrative:
With all the available information, boston scientific concludes that the event of the patients implantable pulse generator (ipg) battery depleting earlier than expected was confirmed. Laboratory analysis determined that the device was no longer functioning due to a damaged analog integrated circuit (ic). The analog ic had electrical shorts resulting in a high quiescent current, causing the reported premature battery depletion. This device damage is typically caused by exposure to high voltage transient or exposure to high radio frequency energy.

Event description:
It was reported that the patient underwent a revision procedure to replace the spinal cord stimulation (scs) implantable pulse generator (ipg) due to premature battery depletion.